Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 12 years after the primary surgery, the surgeon performed a washout, removed all components, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 august 2022. Lot 092607: 15 items manufactured and released on 12-jan-2010. Expiration date: 2014-nov-30. No anomalies found related to the problem. To date, 12 items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: batch review performed on 30 august 2022. Ball heads: cocr 01.25.011 cocr ball head 12/14 ø 28 size s -3.5 (k072857) lot 100916: 60 items manufactured and released on 23-apr-2010. Expiration date: 2015-mar-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Cup: versafitcup 01.26.50mb acetabular shell ø 50 (k083116) lot 101397: 39 items manufactured and released on 26-jul-2010. Expiration date: 2015-jun-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Liner: versafitcup dm 01.26.2850mhc double mobility hc liner ø 50/28 (k092265) lot 091555: 78 items manufactured and released on 29-jul-2009. Expiration date: 2014-may-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.